Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described an event involving a neuro short handpiece (15230000m7) serial number (b4) heating up during surgical procedure. They connected the handpiece into their nxt and after that everything worked well. The procedure was successfully completed. No injury to the pt occurred as a result of the event. Additional clinical info requested from the reporting facility.